Event description:
A customer contacted beckman coulter inc. (Bci) regarding false negative (-) total bhcg (hbhcg) results that were generated by the access immunoassay system for two (2) pt samples. Pt a and b samples were tested for tbhcg and results of 0.00miu/ml were obtained for both pts. The tbhcg results were reported out of the lab and questioned. Customer released the original samples for tbhcg and results of ">1000miu/ml" were obtained for pt a and b. Both pt samples were diluted and tested for tbhcg, and results were: "<1000miu/ml" and 51,796 miu/ml for pt a; 67,133 miu/ml and 65,772miu/ml for pt b. The customer did not receive any report of pt injury requiring medical intervention, or change to pt treatment attributed to connected with this event.

Manufacturer narrative:
Qc was within specs prior to and after the event. A system check from 11/12/07 was within specs. The specimens were collected in serum tubes with gel separators and were centrifuged at 4,500 rpm for 5 minutes. The tbhcg results were obtained from a new reagent pack that was found to be damaged on the system. However, it is unclear if the reagent pack was defective prior to loading on the system or if the damage was caused by the instrument. A field svc engineer (fse) was dispatched to the customer's lab: a) the fse performed system check which passed within specs. B) the fse changed aspirate probes. C) the fse conducted diagnostic testing with passing results. D) the fse did not note any hardware issues with the system. E) the fse verified the instrument per established procedures. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.